Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Despite this, the customer experienced at least three similar occurrences with the same pump in the past. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.